Event description:
Allegedly, patient was revised due to aseptic loosening tibia. Revision njr number: 5063407. Side: l. Primary asa: p2 - mild disease not incapacitating. Products not revised: product ID: lot number: qty: kpontp41 1471010 1.